Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.

Event description:
Customer reported that sending images through dicom causes system to lock up. No pt injury was reported.